Manufacturer narrative:
(B)(4).

Event description:
It was reported that battery longevity anomaly was observed on the device. A device software download was performed in (B)(6). Patient is pacemaker dependent. A new device software download was performed. Patient was stable. During another follow device was explanted and new device was implanted. Patient was stable post procedure.

Manufacturer narrative:
The device was returned for analysis and review of the device image revealed a high cell impedance. High cell impedance readings could not be reproduced in the lab, and thus the cause of the high impedance measurement could not be determined. Further analysis determined the device exhibited normal characteristics and is above eri.